Event description:
This is a spontaneous case report received from a medical doctor in united states on (B)(6) 2015. It refers to a (B)(6) female patient who had essure (fallopian tube occlusion insert) inserted in (B)(6) 2013 for sterilization. On (B)(6) 2013, hysterosalpingogram (hsg) was performed and it was fine. In (B)(6) 2015, six weeks pregnancy was diagnosed. Course of action to be taken is unknown at this time. Essure was not removed. Product technical complaint investigation received on (B)(6) 2015: (B)(4). The final assessment was: since no product was returned for investigation, they were unable to perform an investigation of the actual device involved in this complaint. Typically, they would inspect the micro-insert to look for any manufacturing deficiencies. Since they have no valid lot number for this case, they were unable to conduct a review of the manufacturing batch record. They are unable to confirm any quality defect or device malfunction at this time. The medical assessment was: this ptc was initiated due to a lack of efficacy. A contraceptive failure may occur with the use of any contraceptive and is not indicative of a quality deficit per se. No batch number was reported. Without this information no batch signal cluster review in the gpv database for a more detailed statistical medical evaluation is possible. Neither batch number nor complaint sample were available for further technical investigation. The technical assessment concluded unconfirmed quality defect. In summary, there is no reason to suspect a causal relationship to a potential quality deficit based on this report. Follow-up information received from physician on 24-mar-2015 (B)(6). Her medical history included 4 previous pregnancies with 3 parities with ama (advanced maternal age), chtn (chronic hypertension), chronic hematuria and preeclampsia with postpartum readmission. All were by svd (spontaneous vaginal deliveries) and single sab (spontaneous abortion) in early pregnancy without dilation and curettage. She had no history of abnormal pap tests, cervical procedures, dilation and curettage, uterine surgeries or other abdominal or pelvic surgeries. Essure model 305 was inserted on (B)(6) 2013, in a postpartum state (svd was on (B)(6) 2013) with lot number (on left and right tube) 50717071 and expiration date 28-feb-2016. Cervical dilation was used with hank's dilators. Hysteroscopy was performed and the essure was easily placed under general anesthesia with toradol (for tubal spasm prophylaxis). Sounding was not done. The bilateral coils were placed and there was 3 coils trailing on right and 3 on left. Force was not used to insert the devices bilaterally. Tubal ostia were easily seen as patient was on depo provera for 1 month prior to scheduling. The fluid deficit for procedure was 800 cc. Procedure was normal time limit at approximately out of (less than 30 min). Ebl (estimated blood loss) was 5 cc. Patient continued on depo provera until the hsg (hysterosalpingogram) to confirm closure (2 doses: first was in (B)(6) 2013 and second was in (B)(6) 2013). Hsg was performed on (B)(6) 2013. There were no filling defects, both coils were noted. Contrast did not fill either tube and peritoneal spillage bilaterally from tubes was not seen. Pregnancy was confirmed by urine and blood testing on (B)(6) 2015. Early transvaginal ultrasound demonstrated an intra-uterine pregnancy on (B)(6) 2015 of 6 weeks 4 days. Her last menstrual period was on (B)(6) 2014. Expected date of delivery is (B)(6) 2015. Patient has decided to keep the pregnancy. Essure removal was not planned at the time of this report. Physician will discuss laparoscopic tubal ligation later in pregnancy. Follow-up received on 02-apr-2015. Product technical complaint investigation and final assessment were updated: (B)(4). Final assessment: lot number: 50717071; production date: feb-2013; expiration date: feb-2016. Since no product was returned to us for investigation, we were unable to perform an investigation of the actual device involved in this complaint. Typically, we would inspect the micro-insert to look for any manufacturing deficiencies. In this case, we conducted a review of the manufacturing batch record and confirmed that final product testing for this lot was performed per requirements and the product met all release requirements. We are unable to confirm any quality defect or device malfunction at this time. No new failure mode has been identified. Medical assessment: this ptc was initiated due to a lack of efficacy. A contraceptive failure may occur with the use of any contraceptive and is not indicative of a quality deficit per se. The reported adverse events are known, possible, undesirable events and not indicative of a quality deficit per se. Two (2) further ae case reports have been received to date in relation to the reported batch, of which one case refers also to similar lack of efficacy type of events. No unusual pattern could be identified. The batch documentation of the reported batch was reviewed. No complaint sample was provided for a technical investigation. The technical assessment concluded unconfirmed quality defect. In summary, there is no reason to suspect a causal relationship to a potential quality deficit based on this report. Follow-up information received on 05-feb-2016 from physician and case was upgraded to incident: full term spontaneous vaginal delivery occurred on (B)(6) 2015 with no infant complications. Essure removal was not planned but on (B)(6) 2015 during laparoscopic bilateral salpingectomy it was observed that the right essure coil perforated the tube near the cornua and partially expelled. The right coil was easily removed with simple tension before the salpingectomy was done. It was not covered by the serosal layer. Possibly due to perforation at time of the placement or migration. Patient suffered a uterine perforation at the time of surgery and was given antibiotics. No additional complications. The left coil was in the tube and appeared to have normal placement. It was left intact and tube removed distal to the end of the coil. Pathology report was negative for abnormalities and complete cross sections identified bilaterally. Updated ptc investigation result received on (B)(6) 2016 without major changes. Follow-up received on 01-mar-2016: reporter information was updated. Follow up 04-mar-2016: the doctor refused to give more information. No further follow up to be pursued at this time. Company causality comment: this spontaneous, medically confirmed case report refers to a (B)(6) female patient who became pregnant with essure (fallopian tube occlusion insert). After a vaginal delivery with no infant complications, she was submitted to a laparoscopic salpingectomy. During this procedure, the right essure coil was found perforated the tube near the cornua and partially expelled and was removed. Additionally, physician also reported uterine perforation at the time of surgery. These events are listed in the reference safety information for essure. Unintended pregnancies may occur during any contraceptive use and have been reported in women with essure micro-inserts in place. Some of these pregnancies occurred due to patient non-compliance which included failure to return for the essure confirmation test to determine if the inserts are in the correct location and tubal occlusion is present. In the present case, patient performed a hysterosalpingogram (hsg), which showed tubal occlusion. After the delivery, a fallopian tube perforation was diagnosed during a laparoscopy. This perforation could be an alternative explanation for the reported device failure (pregnancy). However, since the mechanism of these events is unknown (if perforation occurred before or after pregnancy onset); causality with essure cannot be excluded. The reported uterine perforation was also considered as related to essure, since it occurred as a complication of the surgery for device removal. This case was upgraded to incident, as device removal was required (salpingectomy and right essure removal reported upon follow-up). The technical assessment concluded unconfirmed quality defect. In summary, there is no reason to suspect a causal relationship to a potential quality deficit based on this report. Further information (perforation questionnaire) could not be obtained.

Manufacturer narrative:
Data correction for us reporting: the code knh was replaced with hhs.